Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent an interbody fusion and anterior instrumentation (l4-s1) using oblique lumbar interbody fusion in 2 stages. Approximately two days postoperatively, the subject reported worsening right leg pain. Approximately three days postoperatively, the CT scan revealed the right l5 anterior screw was slightly long and breaching the right neural foramina. The investigator noted, the subject was scheduled for revision surgery on (B)(6) 2016. The outcome of this event is considered not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.